Manufacturer narrative:
Additional information in d10, h3, and h6. H10: the device was received for evaluation. Visual inspection revealed that the female connector was separated from the main body. There was no evidence of solvent on the insert chip or the light blue main body indicating that solvent was not present during the assembly process. The reported condition was verified. The cause of the condition was determined to be an assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a minicap transfer set was broken (separation between female connector and main body). This was noticed during drain of peritoneal dialysis (pd) fluid. There was no patient injury or medical intervention associated with this event. No additional information is available.